Manufacturer narrative:
Ppc2520 parietene comp pp 25x20cm wthr (lot#pjd00638). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced broken down mesh, failure of mesh, defective mesh, adhesions, hernia recurrence, wound dehiscence, pain, scarring, disfigurement, psychological and emotional injuries, loss of enjoyment of life, disability, and loss of mental and emotional health. Post-operative patient treatment included revision surgery.